Event description:
It was reported that the 9800 system lost video during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. It was determined that the video and high voltage cable needed replacement. The system was tested and found to be working as intended and put back into service.